Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg for 72 hours or longer. The patient removed the pod and after three days, the patient noticed the site was swollen, inflamed and purulent discharge was releasing from the site. The patient went to the hospital where the site was lanced, tissue was removed, the site was drained and stitched. The patient was hospitalized for one week. The pod was discarded.